Event description:
While trying to activate the safety shield, one hand holding the tubing and the other pushing the safety shield forward, their finger slipped before the safety shield could activate, resulting in a needlestick. Technician stated that the gloved hand was wet from using an alcohol prep pad that may have contributed to the slippage. Hospital procedures for exposure was followed.